Manufacturer narrative:
Device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an error code 80. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to duplicate the reported problem. It was determined that the printed wire assembly (pwa) board was the root cause. The pwa board was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.